Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream (distal) occlusion sensor test" was not reproduced. Device was sent for downstream occlusion test for high, low and medium settings with passing results. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream (distal) occlusion sensor test during an unspecified process step in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.